Event description:
It was reported that patient underwent total elbow arthroplasty on (B)(6) 2011 and that a revision procedure occurred on (B)(6) 2011 to remove and replace the condyle kit and humeral stem for unknown reasons. A subsequent revision procedure took place on (B)(6) 2013 to remove and replace all components due to loosening.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 1 of 5 mdrs filed for the same patient (reference 1825034-2013-01012 / 01016).